Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. Two photographs of powerpicc catheters were returned for evaluation. An initial visual observation of the photographs showed the luer hubs of two different powerpicc catheters. One photograph shows the luer hub with strain relief and the other photograph shows one luer hub without a strain relief. No leaks could be seen in either of the luer hubs in the returned photographs. No damage or obvious evidence of use were observed on the samples in the returned photographs. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the purple section has changed and is causing connection issues on the PICC for the clinicians. Additional information received: t connector from ICU medical was leaking where it connects to PICC line. Initial thought was that there was something different with the PICC line as it does not look like our normal ones that we place which are the 3fr provena. An employee came onsite today to help investigate further and noted that the PICC line on patient is actually a 4fr and it is assumed was placed at another facility and patient transferred as we do not have the PICC line. He also found after talking with our central access team that the stem of the t connector that connects to the PICC is tight and secure, but the collar spins. This may have been the case for some time, however, no one realized as we had not had leaks before until it was used in combination with the PICC line that we don¿t typically see because we don¿t stock it. T connector was changed due to the leaking. No patient harm was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the purple section has changed and is causing connection issues on the PICC for the clinicians. Additional information received: t connector from ICU medical was leaking where it connects to PICC line. Initial thought was that there was something different with the PICC line as it does not look like our normal ones that we place which are the 3fr provena. An employee came onsite today to help investigate further and noted that the PICC line on patient is actually a 4fr and it is assumed was placed at another facility and patient transferred as we do not have the PICC line. He also found after talking with our central access team that the stem of the t connector that connects to the PICC is tight and secure, but the collar spins. This may have been the case for some time, however, no one realized as we had not had leaks before until it was used in combination with the PICC line that we don¿t typically see because we don¿t stock it. T connector was changed due to the leaking. No patient harm was reported.